Manufacturer narrative:
The fse confirmed the high vacuum error messages and found that the workstation computer had locked up, which caused the vacuum system on the instrument to overfill, shutting off the high vacuum at the vacuum trap; this in turn caused the vacuum overflow chamber (vc8) to overfill and drip diluent. The fse drained the fluid and flushed the vacuum system, without further leaks; however, found that the workstation hard drive was corrupt causing it not to boot up properly and a new workstation was loaded. (B)(4).

Event description:
The customer reported that about 3 ml of clear fluid leaked from the coulter lh 500 hematology analyzer onto the counter while performing a startup; there was also a high vacuum out of range error message associated with this event. No erroneous results were generated for this event there was no biohazard exposure to open wounds or mucous membranes